Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a bad solder joint on a filter, designator fl6.

Event description:
The customer reported that during a patient event, the device was displaying the service indicator. The device had logged multiple event codes. The device also a indicated a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was reduced by approximately 20% from the selected energy level. There was no report of any adverse effects caused to the patient as a result of the reported failure. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s.